Event description:
It was reported that during a gastric bypass roux en-y procedure, the device fired an incomplete staple line. The surgeon sutured the anastomosis. Another device was used to complete the case. There was no patient consequence.